Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas 6000 e 601 module. The sample initially resulted in a testosterone value of 250 ng/dl and this value was reported outside of the laboratory to a doctor. The sample was repeated, resulting in a value of 125 ng/dl. The customer replaced the pinch tubes, performed cleaning maintenance, cleaned the probes, and switched the test to the second channel of the analyzer. The customer also started using fresh calibrator and control. After performing these actions, the customer did not observe any further issues. The sample was repeated after these actions, resulting in a testosterone value of 139.1 ng/dl. The testosterone reagent lot number was 55446801, with an expiration date of 30-nov-2022.

Manufacturer narrative:
The reporter has confirmed the following values to be correct for the complained patient sample: the initial testosterone result from the sample was 245.60 ng/dl on (B)(6)-2021. The first repeat of the sample resulted in a value of 128.00 ng/dl on (B)(6)-2021. The second repeat of the sample resulted in a value of 128.00 ng/dl on (B)(6)-2021. The third repeat of the sample resulted in a value of 144.60 ng/dl on (B)(6)-2021. The value of 128.00 ng/dl was believed to be correct due to the value of subsequent sample determinations. The complained sample resulted in the following additional test data: leukocytes = 3.85 tys/ul, erythrocytes = 4.57 mln/ul, hemoglobin = 13.6 g/dl, hematocrit = 38.6 %, mcv = 84.5 fl, mch = 29.8 pg, mchc = 35.2 g/dl, platelets = 239 tys/ul, rdw-sd = 36.1 fl, rdw-cv = 12.00 %, pdw = 11.10 fl, mpv = 9.6 fl, p-lcr = 23.0 %, pct = 0.2 %, neutrophils = 2.10 tys/ul, eosinophils = 0.07 tys/ul, basophils = 0.02 tys/ul, lymphocytes = 1.32 tys/ul, monocytes = 0.34 tys/ul, neutrophils 54.6 %, eosinophils = 1.8 %, basophils = 0.5 %, lymphocytes = 34.3 %, monocytes = 8.8 %, whole bilirubin = 0.44 mg/dl, urea = 43.4 mg/dl, creatinine = 0.53 mg/dl, alt = 27.00 u/l, ast = 30.00 u/l, sodium = 135 mmol/l, potassium = 4.34 mmol/l, total calcium = 2.52 mmol/l, magnesium = 0.81 mmol/l, total protein = 7.06 g/dl, albumin = 4.91 g/dl, crp = < 0.06 mg/dl, igg = 836.00 mg/dl, tsh = 2.700 uiu/ml, ft3 = 3.85 pg/ml, ft4 = 1.17 ng/dl, anti-tpo = 7.42 iu/ml, fsh = 3.55 u/l, lh = 2.27 u/l, anti-tg = 11.33 iu/ml, vitamin d3 metabolite 25(oh) = 13.90 ng/ml. Medwatch field a3. Has been updated.

Manufacturer narrative:
There were no alarms on the last calibration. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, sample short and abnormal probe aspiration alarms occurred. These are indicators of possible poor sample quality. The field service engineer performed maintenance on the analyzer as the last maintenance visit was in january 2021. No problems were noted. The sample tube volume was too low. The investigation determined the issue was consistent with low sample tube volume and the issue was resolved by re-running the patient sample and the maintenance actions performed by the customer.